Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that the head of the dermatome was malfunctioning, the skin graft that was being taken could not be used, and a second skin graft from a different donor site was required. Integra has requested, in writing, additional clinical information.